Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the screen of the device was broken. The device was not able to get the user the information if there was any force involved. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection showed cracks in the oled screen and when the device was powered on the screen stayed black. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the damaged oled screen can occur if the device is dropped. No relationship between the device and the reported incident was confirmed. No enhancements or improvements were generated for the reported condition. If information is provided in the future, a supplemental report will be issued.